Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established. (Debris inside lens ) the most probable cause of the complaint is cause traced to component failure. (Corrosion and rust on charge coupler device) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited debris inside lens and corrosion and rust on charge coupler device. There was no patient involvement.